Manufacturer narrative:
(B)(4).

Event description:
It was reported auto mode switching episodes were observed due to far r-wave oversensing. Programming changes were recommended. No intervention was made at this time. No further information is available.